Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. During visual inspection: fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure the vio integrated electrosurgical generator unit (iesu) had an error c-82 occurred repeatedly while the customer was preparing for a procedure. The user tried to reboot the iesu but the issue persisted. Had the customer conduct the hard power cycle of the system and the iesu but the issue persisted. Explained about compatible 3rd party esu (force triad). The user will use force triad and continue the procedure robotically. Isi contacted the customer and obtained the following information: the procedure was completed with a 3rd party generator. There was no reported injury to the patient. The system functionality was checked upon powering on the system and the system initially powered on without errors. Patient demographic information was requested, but was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error c-82 is attributed to incorrect single input/output (sio) protocol length.